Event description:
Provider alleged worn poppet valve. Per independent repair center statement, the unit was alarming or red light. The key failure was worn poppet valve for the pilot valve. Additional malfunctions were tie wraps leaks.